Manufacturer narrative:
Initial MDR had an incorrect serial number.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) received the device logs and found that the xhibit telemetry receiver (xtr) had performed several non-user initiated shut downs. Following the repeated shut downs, the unit continued to function normally. The hospitals biomedical engineer ruled out any external causes such as power loss. As a precaution the unit was removed from use and sent to spacelabs healthcare canada for testing. During testing, proper device operation was observed and the reported issue was not duplicated. As a precaution, the software was updated. The cause of failure was not identified as the failure was not reproduced.

Event description:
The customer reported that while monitoring telemetry patients, on several occasions all of their telemetry beds disappeared. There was no patient or user harm associated with this event.